Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the host computer did not boot up, which would prevent the entire system from booting. The rse suggested for the replacement of the host pc. To resolve the issue, the customer order and replaced the host pc on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host computer did not boot up, which would prevent the entire system from booting. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.